Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that upon opening the package of the microsenor, the tip was bent. The procedure was completed with a replacement product available. No patient contact/injury, no surgical delay.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that upon opening the package of the microsenor, the tip was bent. The procedure was completed with a replacement product available. No patient contact/ injury, no surgical delay.

Manufacturer narrative:
The microsensor (id626632) was not returned for evaluation (discarded by customer), therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, the possible root cause for ¿tip bent¿ issue reported by the customer could be due to a damage during transportation. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.